Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed. Prior to performing any destructive testing on the body coil, the coil was visually inspected, tuning was checked, and the coil was evaluated in a scanner at gehc. The primary root cause of the mr 450 body coil issue was due to electrical arcing. The arcing occurred because of high electric fields in the application, insufficient distance between conductive parts and contamination on the board. In this condition,arcing occurs across the board surface. No injury occurred and the rf body coil was replaced. Ge healthcare is initiating an action in the field to replace and repair the rf body coil. This action was reported to the FDA under correction number 2183553-02/01/17-001-c on february 1, 2017.

Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare¿s investigation in ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient complained of a burning smell in the bore of the magnet. The patient's scan was complete so the technologist removed the patient from the scanner and noticed a heated spot on the wall of the scanner bore. There was no injury to the patient. After the patient was removed from the room, the technologist shut off and powered down the system and contacted ge service. The ge field engineer replaced the rf body coil and successfully performed a functional check.